Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 2mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.